Event description:
During follow-up, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a cardiac perforation. A revision surgery was performed; the rv lead was repositioned but the helix would not extend, so it was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field event of difficulty extending the helix was confirmed. As received, the helix of the lead was retracted, clogged with dried blood/tissue, and the inner coil was over-torqued at the connector region. After the lead was cut to exclude the over-torqued region of the inner coil, and the helix housing was cleaned, the helix was able to be extended and retracted normally. Electrical testing of the lead did not identify any anomalies.